Event description:
It was reported that a pump has a constant door not fully latched message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of "device has a constant door not fully latched message." The unit was received inoperable due to "door not fully latched" alarm caused by loose upper link screws. The alarm was resolved during eval by adjusting the screws with the door performing as expected. The link screws will be replaced during the repair process.